Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of approximately 600 mg/dl; cause was unknown, however customer stated it might have been due to user error or gastroenteritis; however this could not be confirmed. Reportedly, the customer declined to provide additional information and further troubleshooting with tandem technical support.